Event description:
Asr revision; left asr xl acetabular system; reason for revision: pain.

Event description:
Additional reason for revision: noise.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral. Left asr xl acetabular system. Reason for revision: pain. See (B)(4) for right hip. Update rec'd 27 aug 2013 -new revision date - (B)(6) 2013. Update rec'd 10 sept 2013 - reason for revision: noise. Update received 30 mar 2015 - correct primary surgery date (B)(6) 2009 - corrected patient harm updated mw fields. Update received 02 apr 2015 added stem details.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.